Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was unable to pull the water out of the balloon and deflate it. The nurse felt resistance when attempting to remove the foley catheter. Several more attempts were made to deflate the balloon with the syringe and were unsuccessful. The doctor verified that cutting off the end of the deflation device should be the next step. This was also unsuccessful. A urologist was consulted who removed the foley catheter by an unknown method.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: initial reporter also sent report to FDA. The device was not returned.

Event description:
It was reported that the nurse was unable to pull the water out of the balloon and deflate it. The nurse felt resistance when attempting to remove the foley catheter. Several more attempts were made to deflate the balloon with the syringe and were unsuccessful. The doctor verified that cutting off the end of the deflation device should be the next step. This was also unsuccessful. A urologist was consulted who removed the foley catheter by an unknown method.